Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient received a left knee revision to treat pain secondary to aseptic loosening of the tibial tray. Upon entering the joint, the tibial tray was loose and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with a competitor revision system utilizing unknown cement. The procedure was completed without complications.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent a left total knee replacement to address left knee osteoarthritis. Depuy components along with 2 depuy cements. There were no complications noted. A revision date was provided with the legal documentation, but no supporting medical records received. (Left doi: (B)(6) 2017 dor: (B)(6) 2020).

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.